Manufacturer narrative:
As the affected unit was not returned for product evaluation, the failure could not be confirmed. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of a monthly review.

Manufacturer narrative:
There is no product return as the customer did not report the issue as the actual event occurred. The device history record review was completed and all manufacturing inspections passed with no non conformances. Additional product codes, dqk, qaq, mud, dxn, dsb, qms, fll.

Event description:
It was reported that there was a failure with the hemosphere, during use. There were inaccurate blood temperature values that were observed. The values displayed and the values expected are unknown. The facility reported this issue occurred with this same unit several times with different patients, exact number unknown. It is unclear if there were any error messages that occurred. The exact occurrence dates are unknown. There was no patient harm or injury reported. There was no inappropriate patient treatment administered.